Event description:
It was reported that a revision surgery was performed due to breakage.

Manufacturer narrative:
The affected devices were returned and evaluated. They were examined visually and macroscopically. No destructive testing was performed. The as-received components show minimal signs of bone ongrowth on the proximal stem fragment. The likely cause of the fracture was a lack of proximal support which has been seen in revision cases. This would subject the stem to fatigue loads at a more distal location on the stem. The lack of adequate proximal support would also cause a steeper orientation angle of the stem thereby causing an increase in stress and further decreasing the load carrying capability. The stem was well-fixed distally as evident by the observed bone ongrowth. In cases with compromised proximal femoral support, the stem can be subjected to loads that are above the fatigue strength of the material which leads to the fracture of the stem.